Event description:
Device 1 of 6. Reference MFR report 1627487-2011-03198, 1627487-2011-03199, 1627487-2011-03200, 1627487-2011-03201, 1627487-2011-03202. The pt received a scs system on (B)(6) 2011 for migraines. It was reported the pt suddenly lost stimulation and the pt's extension that connected to the occipital leads was broken. The doctor also observed that the pt's ipg pocket was infected. He then explanted the entire system. The pt was treated with antibiotic and later reported the infection had resolved. The pt was reimplanted on (B)(6) 2011.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.